Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the proglide device was difficult to remove. The physician re-deployed and re-parked the foot; however, the device could not be removed from the anatomy. It appeared that the suture link had severed and the cuff pulled off the suture. The vessel was rewired and the physician using a forceful pull the proglide was removed. After the device was removed, a piece of "metal" was also found to be sticking out, just above the distal guide. Hemostasis was achieved using an angioseal. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.